Event description:
It was reported that while the patient was used the foley catheter, the fluid came out and caused the area from the waist to the thighs became wet.

Manufacturer narrative:
The reported event was unconfirmed. Received (9) photo samples. The first photo sample shows the overview of the silicone foley catheter attached to the drainage bag. The second photo shows the catheter with a deflated balloon. The third photo shows the zoom in of the foley catheter. The fourth photo shows the deflated balloon catheter. The fifth photo shows the catheter connected to the sample port connector. The sixth photo shows the inflation valve cap. The seventh photo shows the front side of the drainage bag. The eight photo shows the white vinyl side of the drainage bag. The ninth photo shows the date code. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley catheter attached to the drainage bag. Visual: filled the drainage bag with di water and no leaks were noted. It was able to be filled up and emptied without issues. Flushed the drainage path and no leaks were noted. Inflated the balloon with 10 mbs and no leaks were noted. Connected inhouse syringe and the balloon passively deflated under 5 minutes with no issues or cuffing. No root cause could be found because the reported event was unconfirmed. The DHR is not required since the reported failure was unconfirmed. As the reported event is unconfirmed a labeling review is not required. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while the patient was used the foley catheter, the fluid came out and caused the area from the waist to the thighs became wet.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.